Event description:
The hospital reported that the harvester was about to finish the saphenous harvest, he noticed that the bisector jaws from vasoview hemopro 2 looked scorched/black and he was having more smoke than usual in the tunnel. He was able to finish the case with this unit. When he removed the device it looked like it had excessive damage to the jaws of bisector. He stated that all parts was intact and none left in patient. No patient injury occurred. He stated that he done a pre-procedure wet raytec test on the device and the test was good. There was no procedural delay.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw(B)(4). Updated sections: b4, d10, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/01/2026. An investigation was conducted on 04/02/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire and jaws. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. No melting of device was observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. No excessive smoke was observed during the evaluation. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.69 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device , the reported failures "melted" and "smoke" were not confirmed. The lot # 3000527926 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.